Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on date of patient testing. The investigation did not identify a product problem. The cause of the event could not be determined. Sample material was requested but none was available for further investigation.

Event description:
The initial reporter questioned high elecsys toxo igm immunoassay results on a cobas 6000 e 601 module. The customer provided discrepant results for four patients. The samples were initially tested with the elecsys toxo igm immunoassay and were repeatedly reactive. The results were not reported outside the laboratory. The samples were sent to another site for testing. The samples were tested using the method of chemiluminescence. These results were determined to be correct and were reported outside the laboratory. Patient 2 is a (B)(6) female with a date of birth of (B)(6). Her height is 1.58 meters and weighs (B)(6). Patient 3 is a (B)(6) female with a date of birth of (B)(6). She is (B)(6) pregnant. Patient 4 is a (B)(6) female with a date of birth of (B)(6). She is 1.64 meters in height. The serial number for the e 601 module is (B)(4).